Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the receiver was displaying 90 mg/dl while the finger stick reading was 52 mg/dl. The pediatric patient's parent noticed that the patient was gettin gmore difficult to arouse as the patient's behavior was changing. The patient's speech was "decreasing", they didn't want to drink anything and they wanted to go to sleep. They attempted to provide the patient with skittles to bring the pateint's blood sugar up. The patient did not want to chew so they put the skittles in the patient's cheeks and then provided the patient with oral glucose gel. The patient's bg went up and the patient became more alert and started drinking on her own. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.